Event description:
The user facility reported that during an unspecified procedure, the screen went black.

Manufacturer narrative:
Olympus followed up with the user facility for more information. Per the user facility, during an unspecified procedure, the screen went black. There was no patient injury reported. The user facility sent the scope to biomed who confirmed the user's experience. No further details were provided. The device was returned to olympus for evaluation. The investigation confirmed the user's report of black screen. The device was tested and the user's experience was isolated to the printed circuit board. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.